Event description:
Reporter called to inform us that she received a recall letter in the mail dated (B)(6) 2025. She has been having sensor issues such as inaccurate low readings causing the patient to have to switch to fingerstick tests. Sensors are also failing before 14 days she reported to have 5 defective sensors with the same lot number. Pt code: 4582. Device code: 1420. Ref reports: mw5180731, mw5180732, mw5180734, mw5180735.